Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4) is applied to the catheter (8731sc). (B)(4) is applied to the catheter (8731sc). (B)(4) is applied to the catheter (8731sc). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on an unknown date that the catheter disconnected from the pump. Patient stated an magnetic resonance imaging (MRI) was performed to make sure nothing else was going on with her lumbar spine before they do surgery on (B)(6) 2016. It was noted this was the second time the catheter has disconnected from the pump. Caller requested to know if the pump needs to get checked if the catheter was disconnected, and confirmed there was still drug in the pump. Caller was directed to healthcare professional (hcp) to determine if it was medically necessary to check the pump post MRI. It was noted managing hcp was the ordering hcp of the MRI, and caller stated they are trying to see if there is anything else going on like a slight herniation before they go in to revise the catheter. Caller asked if the catheter being out of place could be related to bladder issues she was having. Caller stated both times she had catheter issues, patient started having trouble controlling her bladder. Caller was redirected to hcp. No further information was provided.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.